Manufacturer narrative:
Reported event of generator displays error message. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned unit found many scratches on the front bezel and cover. Additionally, the feet on the unit were missing. All knobs and switches appear to function properly. Electrical evaluation was performed and it was noted that a system fault error message appears upon power up. Further investigation found that the front panel printed circuit board was causing the system fault; connector j19 was not properly connected. The connector was properly connected and the unit then passed the endostat iii return evaluation procedure. The complaint was confirmed. Taking into consideration the details of the complaint and product analysis, the most probable root cause of the identified failures is wear and tear. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used on (B)(6) 2014. According to the complainant, the generator was giving a system fault error. It is unknown if this issue occurred during a procedure. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used on (B)(6) 2014. According to the complainant, the generator was giving a system fault error. It is unknown if this issue occurred during a procedure. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.